Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had over filled the cartridge and forgot to conduct the air removal step as well. Customer is going to load a new cartridge to resolve the issue. Customer declined further troubleshooting. Customer¿s blood glucose level was 301 mg/dl.